Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported low audio which was reproduced. Visual inspection determined the cause to be failed speaker. The rear case assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had low audio. There was no known patient injury or medical intervention associated with this event. No additional information is available.